Event description:
The reporter stated that the surgeon attempted to implant an aa4204vf plate silicone lens. As the lens was being advanced in the cartridge, the cartridge split prior to insertion into the eye. No patient contact or injury. The reporter stated that the lens was the cause of the cartridge splitting.